Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device was in a safety mode status. The patient advocate stated they receive an alert regarding the device status. Technical services referred the patient to the following physician. This device has since been explanted. No additional adverse patient effects were reported.